Event description:
Facility alleges blood leak during dialysis. Dry pack dialyzer primed w/ns. Occurred at start of treatment machine alarmed blood visible in dialysis line. Treatment stopped-blood circuit discarded. Ebl 7100cc. Dialysis restarted with new dialyzer. No further medical intervention required.